Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was set up for a lumbar MRI scan. The patient's system no longer worked. The caller did not have information regarding the event details or when it occurred. It was reviewed with the caller that the ins may be overdischarged and the best course of action would be to have the patient follow-up with their managing physician. No further complications were reported.